Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege: expierencing severe pain in her right hip. Patient sustained and continues to suffer economic damages (including medical and hopsital expenses), severe and possibly permanent injuries, pain, suffering and emotional distress.